Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the patient is deceased. The patient's son noted that approximately three months before the patient passed away possible noise issues with implantable pulse generator (ipg) or leads were noted during a routine device check. The noise was not reproducible during the office visit. The patient's son noted device reports showed high ventricular episodes which were attributed to the noise or possible ventricular fibrillation (vf). An external cardiac monitor was worn by the patient to determine if there were any issues with the device system. The patient's son noted the patient had "heart complications that ended in cardiac arrest" and that the cause of death was cardiac arrest. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.